Manufacturer narrative:
Investigation still pending. The parts have just been received at our location. The results of our investigation will be in our final report.

Manufacturer narrative:
As of this initial report, attempts are being made to obtain additional information. Pending investigation from parts returned to us. The results will be included in our final report.

Event description:
During a routine preventative maintenance our field engineer noticed excessive play in the c-arm movement, on 3 units: :28405094708w ((B)(6) 2009:) :28408094944w ((B)(6) 2009) :28407094845w ((B)(6) 2009).

Manufacturer narrative:
Investigation still pending awaiting the return of the part to the us. Our results of the investigation will be in our final report.